Event description:
A patient reported they had a revision in (B)(6) 2013 because all of a sudden the device stopped working. No patient symptoms were reported. The indication for implant was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.